Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on july 8, 2021.